Manufacturer narrative:
No product was returned for evaluation. Reference samples were visually inspected and tested for occlusion and tightness. All test results were within specifications. The issue reported by the patient could not be duplicated. Product not returned.

Event description:
On (B)(6) 2013, the pt reported that she has had insulin leak at her infusion site. The pt stated that the leak is coming from the cannula. She notices the leak when her shirt becomes wet with insulin. When she removes the cannula it is bent. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were discarded, therefore, no product was requested to be returned for product eval.